Event description:
It was reported that during prep outside of patient anatomy, the tip of a 2.75x33 rx xience prime stent delivery system (sds) separated prior to attempting to introduce the rx xience prime onto a guide wire; thus, the stent was not used for the procedure. During prep, the physician did not recall any notable difficulty with removing the protective sheath and stylet. There was no patient involvement. There was no report of a clinically significant delay in the procedure. Another same size rx xience prime sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.